Manufacturer narrative:
(B) (4). The customer has not responded to calls regarding whether to purchase the monitor or not.

Event description:
The customer reported that on both monitors, the contrast was darker than usual and they had a burnt in image.